Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. If implanted, give date: not applicable, no patient contact with product. If explanted, give date: not applicable, no patient contact with product. Complaint reporter first name: unknown/not provided. Email address: unknown/not provided. Device evaluation: product testing could not be performed since at the time of this investigation, the product was discarded by the customer. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported loading issue, bent/broken haptic, and plunger overrode the lens. No patient contact. No other information was provided.